Event description:
It was reported that entrapment occurred with the rotawire and burr. The 29mm x 2.5mm in diameter, 65% stenosed target lesion area was located in a severely tortuous and moderately calcified left circumflex artery. A 1.75mm rotalink burr was selected for use together with a rotawire. During the procedure, it was noted that the wire twisted with the burr. The procedure was completed with a different device. No complications reported and the patient is stable following the procedure.

Event description:
It was reported that entrapment occurred with the rotawire and burr. The 29mm x 2.5mm in diameter, 65% stenosed target lesion area was located in a severely tortuous and moderately calcified left circumflex artery. A 1.75mm rotalink burr was selected for use together with a rotawire. During the procedure, it was noted that the wire twisted with the burr. The procedure was completed with a different device. No complications reported and the patient is stable following the procedure.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the coil was kinked/stretched at the handshake connection. The guidewire used in the procedure was not returned for analysis, so a test rotawire was used. Functional testing was performed by attempting to advance the guidewire through the burr catheter, but the wire wont advance past the damage in the coil. Product analysis confirmed the reported event, as the coil was kinked/stretched and the wire wont pass through.